Event description:
During post dilatation of the sapien xt valve, the novaflex + delivery system balloon burst; there was no consequence to the patient. A bav was performed without issues. The 23mm valve was prepped and deployed with nominal volume (17cc's). Post deployment the valve landed 60:40 aortic/ventricular. Tee showed two mild - moderate paravalvular leak (pvl). The team decided to add 1cc to the delivery system and post dilate the valve. Upon full inflation the balloon ruptured. The delivery system was removed without event and the patient was hemodynamically stable. Tee determined that there was improvement in the pvl and was now noted to be mild. The patient was stable upon completion of the procedure. The severe bulky calcification of the non coronary cusp (ncc) leaflet and the severe bulky mitral annular calcification (mac) likely caused the event.

Manufacturer narrative:
Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in a technical summary written by edwards lifesciences. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In this case, it appears that patient factors (i.e. Bulky aortic valve leaflet calcification and bulky mitral annular calcification) in combination with an oversized balloon (i.e. 18cc of contrast solution) likely caused the balloon rupture during post dilatation of the valve. The device was not available for evaluation, however, there was no allegation or indication that the event could be related to manufacturing non-conformance. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.